Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection observed that the vinyl tubing is completely separated from the male luer on the used set received. No functional testing of the returned used set was deemed unnecessary due to tubing being separated at the component engagement. Fluid was leaking from the separation. Visual inspection under magnification noted that both sides of the vinyl tubing had no solvent applied at the engagement during manufacturing process. Dimensional analysis was performed on the vinyl tubing; the tubing measured to be within specification. The root cause of the tubing separated and leaked was identified as a manufacturing issue due to no solvent being applied at the junction of the vinyl tubing.

Event description:
The customer reported that they were attempting to connect ns to an IV they just established and the connector broke right at the end. There was no report of patient harm.